Event description:
Dexcom technical support was contacted on 08/08/2012 by international distributor to report that in (B)(6) 2012, patient(s) reported a missing sensor. Due to language barrier, it is unclear if this may be related to user error, if numerous sensors were involved, or if multiple patients reported the adverse event. Additional information will be provided once a more comprehensible english version of the complaint becomes available to dexcom.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.